Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a social media team regarding a patient receiving unknown baclofen (unknown dose and concentration) via an implanted pump. Indication for use was not known. It was reported the patient had two surgeries due to two failures with two pumps. No symptoms reported. The event dates were unknown. No further complications were reported/anticipated.